Manufacturer narrative:
The device subject of the reported event was returned for evaluation. The evaluation determined the handle components had separated due to insufficient adhesive at the connection between the components. A review of complaints determines this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported via medwatch report (B)(4) that during a patient procedure, the handle to their carr-locke injection needle device came apart and was not operating properly. No report of injury.

Manufacturer narrative:
Steris requested the carr-locke injection needle device back for evaluation. The information for use packet (IFU 730700) provides the following information when using the articulator¿ - injection needle and the carr-locke injection needles, see below. "Carefully remove the tip protector from the distal tip of the needle. Actuate the proximal luer back and forth, visually observing the needle being adequately advanced from the device's distal end. The spring-loaded handle assists in needle retraction; however, always visually check the retraction as well. Note: do not stretch the device because stretching may cause the needle projection length to be altered. Do not attempt to actuate the injection needle with the catheter in a straightened position. The injection needle has been engineered and manufactured with a specific "preload" that is necessary to assure the full projection and full retraction of the needle from the distal hub when the device is in very tortuous configurations." The device history record was reviewed and confirmed the lot subject of the event was manufactured to specification. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.